Event description:
It was reported that the zimmer air dermatome did not make a normal sound and the air hose was difficult to place on the handle. The shift lever that controls thickness of the skin flap, felt heavy. Thickness control was done by sliding a knife between them. It was also reported that the dermatome gave no skin flap, but the skin had already been damaged. A new dermatome blade was used; however the blade did not graft the skin which resulted in more damage to the skin. The width plate was also change, but that did not help. Finally, a skin patch was obtained using a hand knife. Pt had bigger donor skin damage than necessary on her thigh (upper leg). Surgery was extended by approx 16-30 mins.

Manufacturer narrative:
The device was returned to the MFR; however, the investigation was not completed at the time of this report. A f/u medwatch will be submitted once the investigation is complete.